Event description:
At implant via jugular route, the filter deployed and onlty 2 legs and possibly 2 arms opened while all other limbs did not. After 30 minutes to 1 hour, another film was taken and all legs and arms had opened without any intervention. It was further reported that after implant, the filter performed as intended, as it captured clot, preventing pulmonary emboli.